Event description:
(B)(4) clinical study. It was reported that stent restenosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization which revealed the 80% stenosed target lesion that was 24 mm long with a reference vessel diameter of 3.5 mm located in the proximal left anterior descending artery (lad). The lesion was treated with pre-dilation, placement of a 3.50 x 24 mm promus element stent and post-dilatation resulting to 0% residual stenosis. Four days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, stent restenosis occurred. The patient was hospitalized and underwent surgery. The event outcome and the discharge status have not been reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient underwent a coronary artery bypass graft (CABG). Twenty-three days post procedure, the patient recovered, the event was resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2014, diagnostic angiography was performed and revealed stent restenosis of the previously placed 3.50x24mm promus element ¿ drug-eluting stent in the proximal lad. Five days later, the stent restenosis was treated with coronary artery bypass graft (CABG) from left internal mammary artery (lima) to proximal lad. Twelve days post-procedure, the event was considered resolved and the patient was discharge on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient recovered and the event was resolved on an unspecified date.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient presented with complaints of chest distress and back ache which led to hospitalization on the same day. Nine days post-hospitalization, coronary artery bypass graft (CABG) was performed from internal mammary artery to proximal lad and not from left internal mammary artery (lima) as previously reported.